Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, missing serial number label, cracked case(battery tube), broken battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer reported cracked pump case by battery compartment. The customer's blood glucose level was 7.8 mmol/l at the time of the incident. The product was returned for analysis.